Event description:
(B)(4). Started having extremely painful and heavy periods, moodiness, and migraines on this date....over the course of the next 4 years, the symptoms and problems just continued to get worse!! Contraction style pains, chemical sensitivity in my hands to certain acidic foods, hair loss, anxiety attacks, insomnia, iron deficiency and a myriad of other non life threatening symptoms, endometriosis, adenomyosis, polyps in my uterus and most recently diagnosed with stage 3b colon cancer in (B)(6) 2014. The malignant tumor was in the lower ascending portion of my colon and a benign polyp was found in the lower descending portion of my colon - both directly in line with my fallopian tubes where the essure coils were housed. Have had to have a diagnostic laparoscopy, hysteroscope and d and c in (B)(6) 2014, which resulted in pre-op testing that led to the discovery of the tumor in my colon in (B)(6). On (B)(6), 2014, I underwent surgery for a colectomy, full hysterectomy and oophorectomy, and appendectomy, all on the same day. In (B)(6) 2014, underwent another surgery to have a chemotherapy port installed and started chemotherapy the same month for the next 6 months....and yes, I attribute all of these issues to essure, because since it has been removed - every symptom that I was dealing with is gone!!! This product needs taken off the market!!!! I have no allergies with the exception of penicillin and amoxicillin, which I had not been on for years, no ongoing illnesses, birth defects or other medical conditions.